Event description:
It was reported that during the attempted implant the lead dislodged 5 times. The lead was not used and a new lead was implanted. It was noted that the new lead dislodged and finally stayed in place after the third attempt. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID p1501dr pacemaker, implanted: (B)(6) 2007; product ID 5076-58 non-defib lead, implanted: (B)(6) 2007; product ID 4076-52 non-defib lead, implanted: (B)(6) 2013; product ID 1788tc competitor non-defib lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the lead was returned and analyzed and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was observed to have blood ingression, visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the attempted implant the lead dislodged 5 times. The lead was not used and a new lead was implanted. It was noted that the new lead dislodged and finally stayed in place after the third attempt. The lead remains in use. No patient complications have been reported as a result of this event. It was noted that the patient was enrolled in the (B)(6) clinic study. It was further reported that the device was replaced due to a system upgrade and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.